Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit shut off in the middle of a case. It was further reported that the unit went to standby and displayed an e-1 error message.